Manufacturer narrative:
During the eval of the device at the third party service center, an issue related to the internal battery was observed. The device's internal battery was replaced to address the issue.

Event description:
A ventilator was returned to a third party service center for eval. There was no harm or injury reported.